Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the event log was performed and found no errors or anomalies to have occurred on the reported event date of (B)(6) 2016. During functional testing, the reported complaint could not be reproduced. The software was upgraded; the functional tests test was performed and the system passed functional testing and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. In summary the customer's reported complaint was not confirmed through review of the event log and during functional test. The system passed functional test, where no errors or anomalies were exhibited. The system functions as intended. Customer's site.

Event description:
It was reported that during the run mode, the thermogard xp ivtm s/n (B)(4) switched to in standby mode without an alert or showing a failure code. No other information was provided..